Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088777. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, via regulatory agency, a left side "capsular contracture on left side, and was moving the implant around in the pocket to try to make it more comfortable," "started smelling a strange sickening chemical smell", "chemical taste in my mouth that was persistent", "had lost my appetite," "feeling of weighted legs, especially on the side of the contracture," "arm and hand numbness on same side and some pain, headaches, stinging eyes, stomach aches, liver, throat clearing, general malaise, "running a fever." Also reported were ¿chest pain¿, body aches", and "achy joints", ¿arrhythmias/irregular heat beat¿ and ¿racing heart beat at times laying down or sitting¿, and ¿dizziness¿; these events are not device related. Concomitant medical: multi-vitamin , vitamin d and k, liver capsule, resveratrol, omega 3 capsule. Device has been explanted.